Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that both bottles 4 (70% ethanol) and 9 (ethanol) were removed from the instrument for sufficient time to complete manual replacement of the reagent at 11:07am and 11:15am respectively on (B)(6) 2017; and the properties of the corresponding reagent stations were reset. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the default concentration of 70% was to be set for bottle 4 and 100% for bottle 9. These actions occurred prior to commencement of the protocol from which sub-optimal tissue processing was reported. Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "factory 2hr xylene standard" protocol comprising 56 cassettes, which started in retort a at 17:13pm on (B)(6) 2017 and completed at 06:00am on (B)(6) 2017. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 2hr xylene standard" protocol started in retort a at 17:13pm on (B)(6) 2017 comprising 56 cassettes, from which sub-optimal tissue processing was reported. The reagent in bottle 9 (ethanol), which had measured ethanol concentration of 77.1% and a calculated ethanol concentration of 100%, was used for the final dehydration step of the "factory 2hr xylene standard" protocol started in retort a at 17:13pm on (B)(6) 2017 because the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 11:15am and 11:20am on (B)(6) 2017, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 9. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 9 (ethanol). As the minimum final reagent concentration required for ethanol is 98%, use of a reagent at a concentration less than the minimum required for the final dehydration step in a protocol results in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in 56 cassettes, which had been processed in retort a using the 2 hour xylene standard protocol. On (B)(6) 2017, a leica senior application specialist (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable, with the exception of bottles 9 and 10. The measured ethanol concentration in bottles 9 and 10 was 77.1% and 96.2% respectively; and the calculated concentration was 100% and 89% respectively. The fssi e documented that the affected tissue samples were "dry"; and the reagent in bottles 4 (70% ethanol), 9 (ethanol), 15 (cleaning xylene) and 16 (cleaning ethanol) had been replaced prior to commencement of the protocol from which sub-optimal tissue processing was reported. The fss replaced the reagent in bottles 9 (ethanol); 11 (xylene) and 14 (xylene) and the wax in the four (4) wax baths. On (B)(6) 2017, the following information was received by leica biosystems (B)(4) from a leica north america technical support center representative: "I spoke with the customer this morning. There is one case that the pathologist has recommended a rebiopsy. The specimen was a lung biopsy."